Event description:
It was reported the patient had a loss of effect. The reporter stated there were no known accidents or incidents related to this complaint. It was noted the patient had done some heavy lifting while getting ready to move, but leakage started before ¿this time frame.¿ it was further noted the patient verified stimulation was on and increased stimulation ¿2 notches,¿ but they did not feel the ¿vibration¿ like they normally do when they increase stimulation. The reporter stated they were not comfortable making any more adjustments and preferred to be reprogrammed by their healthcare professional. It was noted the patient did not feel stimulation, but stated they typically only felt stimulation when stimulation was increased and then they get used to the stimulation. It was later reported on (B)(6) 2015 patient had their neurostimulator removed about months ago somewhere around the end of (B)(6) 2015. It was reported that patient was not getting sensation where it was supposed to and leaking. It was indicated that somewhere around (B)(6) 2013 patient said she felt little bubbles right near the end of her tailbone and if they would do a test the spark would always be in the back never in the urethral area. It was noted that health care provider did some kind of x-ray and saw the leads were pointing in the wrong direction. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# v575548, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v575548, implanted: (B)(6) 2010, product type: lead. (B)(4).